Event description:
It was reported the patient experienced a infection located at the ipg site. In turn, the ipg was explanted. Explant date was unknown. Reportedly, the infection was cleared post operatively.